Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the ax55g instrument staple line didn't form the suture line correctly. The staple line opened up. The surgeon used manual staples to complete the case. No further consequence to the pt.